Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed an unexplained pump reboot. During testing, the battery compartment was observed to be cracked. The returned battery cap had stripped threads and could not fully secure onto the pump. The pump could not be exercised for 24 hours with the returned battery cap, due to multiple pump reboots. A test battery cap was used to complete the investigation. The test cap was able to fully secure onto the pump. The pump was exercised for 24 hours with the test cap, with no power interruptions or duplicated alarms. The pump was opened and no moisture damaged was found to the internal components of the pump. Unrelated to the initial complaint, the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.